Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after trial procedure began and the epidural needle was placed patient aspirated. In turn, the epidural needle was removed, no product was implanted, and the procedure was subsequently abandoned. Due to aspiration, patient experienced nausea, vomiting, low oxygen levels, and sore throat. Patient will be re-trialed at a later date.

Manufacturer narrative:
Section b5: during the processing of this incident, attempts were made to get additional information regarding patient status; however, no further information was known or received.

Manufacturer narrative:
Correction: h6 - adverse event problem. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.